Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined.

Event description:
A customer reported that their AED powers on and initiates a self-test but shuts down before completing the test. They reported that this did not occur during patient use.